Event description:
The account alleged that when they press the head down button and then release the button when the head section is at 45 degrees, the head section continues to lower. No pt impact.

Manufacturer narrative:
The account replaced the cardio pulmonary resuscitation valve and the issue remains. The account found the issue to be the left intermediate side rail cable. The account found that some wires were cut. The account welded the wires back together to resolve the issue.